Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed, and the cause appears to be associated with use of the device. One 0.018¿ x 50cm nitinol guidewire was returned for evaluation. A visual observation of the sample revealed evidence of use. The guidewire was received in the hoop, but the hoop had been unclipped. The blue tip straightener was not attached to the hoop and was not returned for investigation. The guidewire was removed from the hoop and blood residue remained along the length of the wire. The coil wire was stretched out and unraveled over the core wire. The core wire extended 4.2cm from the attachment point at the proximal end of the coil wire. The weld tip was not present. Approximately 1cm of the core wire was missing from the distal tip of the wire. The distal tip of the returned core wire revealed slight necking and a jagged and granular fracture surface, which is consistent with a break due to tensile stress. It was reported that the guidewire became stuck in the patient¿s tissue and ¿traction¿ was applied to the wire. Pulling the guidewire back over the needle bevel may damage the end of the guidewire. If the guidewire must be withdrawn while the needle is inserted, both the needle and wire should be removed as a unit to prevent the needle from damaging or sheathing the guidewire. No defects related to the manufacturing process were noted on the returned sample that would contribute to the complications reported by the complainant. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that the PICC was placed and the guidewire became stuck in the patient's tissue. It was stated that the nurse applied "traction" and the flexible tip of the guidewire unraveled about 18 inches. No injury to the patient.